Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The nurse noticed a hole in the packaging before fully opening it. The product was not used.

Manufacturer narrative:
Examination of the submitted product packaging confirmed a tear at the fold line on the sterile barrier layer. As this package is non-sterile, the sterility of the cement powder itself would not have been compromised, as the inner sterile package remains intact. The package is folded in order to fit into the outer foil pouch in order to prevent moisture reaching the powder. The fold lines will naturally be a point of weakness of the package. All cement packages are manually filled and checked therefore if a tear was present prior to shipment, this would most likely have been identified during the production process. Review of the device history records did not reveal any manufacturing deviations or anomalies. The dfmea, (B)(4) has been reviewed and this issue has been pre-empted as a possible failure mode leading to measures implemented to prevent occurrence. The root cause for this complaint cannot be established as it is unknown what exactly has caused the tear in the packaging. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.